Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0 degree endoscope and performed a device evaluation. Failure analysis confirmed the reported issue and found the attached endoscope adapter to be dislodged. This complaint is being reported because a dislodged camera adapter could result in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: error 48221 was present in the system logs and cracks/holes were found in the silicone around the circuit board. Device expiration date was left blank as this endoscope has 2,000 lives, which are tracked by the da vinci surgical system. This reported issue occurred immediately following the endoscope's 52nd usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer stated that the surgeon was unable to control the camera (0 degree endoscope) and the black ring stood out when he pulled out the optics. The procedure was completed with a backup endoscope and there was no reported patient harm, injury, or adverse outcome.